Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that the healthcare provider stated that starting on (B)(6) 2021 the patient has been hearing the pump alarm. The hcp stated that the logs reveal multiple stall going back to that date lasting about 12 hours. It was mentioned that hcp did not have logs available at time of call. The hcp stated that the pump was now currently stalled. It was mentioned that the patient was not a surgical candidate due to cellulitis and cardiac issues therefore, the pump hasn't been replaced yet though close to eri. Technical service reviewed there was no action that can be taken with the programmer to bring the pump out of hard stall state. The hcp then abruptly ended call and no further questions or guidance were provided.